Manufacturer narrative:
A device was returned for evaluation. However; it does not match the product sample that was originally reported. The customer also reported the device lot number of 524539 but it is listed under a different list number (4611-73ns). Awaiting for verification of the list number, lot number, and the actual device involved from the customer. The investigation is still pending.

Event description:
The event involved a microclave® neutral connector where it leaked. The rn was putting a flush on the unspecified chemo and instilled syringe (10ml) and was attaching the next syringe when the blue port/clave on the dry spike broke off. They removed it from the tubing. There was patient involvement but no report of harm. No additional information was provided.

Manufacturer narrative:
Received one used ch-12 chemoclave bag spike with additive port dry spike. As received the clave was broken from the bag spike. There was deformation observed on the outside of the break typical of a bend break. The spike of the chemoclave remained bonded. The complaint of the chemoclave breaking off of the bag spike can be confirmed on the returned device. The probable cause of the breakage is due to an unintentional excessive bending force. The lot review could not be conducted because no lot number(s) was/were identified.